Manufacturer narrative:
Unit passed the displacement test. Hardware low level failures alarmed during self test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#1 at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated they had passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.